Event description:
It was reported that the patient's blood glucose levels reached 18.8 mmol/l (338.4 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with correctional bolus and manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. Cracks were found on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.